Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00. Upon functional testing fse found that the 12v dc power supply and geo io box was defective. Fse replaced both power supply and geo io box, but issue was not resolved. Review of the system log file showed a problem with the geo pc. Fse replaced the geo pc. After replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm.